Event description:
The customer was hospitalized with dka. Troubleshooting conducted during the phone call indicated the device was functioning properly. Technician discussed other possible causes and instructed to change infusion set.